Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Analysis of the returned product noted blood and contrast on the coils which is consistent with the guide wire being used in the patient as reported. The tip was tugged on to confirm that the core and shaping ribbon were intact. The tip coils were stretched distal from the center solder for a length of 2.5 mm. There were offset intermediate coils proximal to the center solder for a length of 3 cm. There were two bends in the tip, 3 mm and 8 mm proximal to the tip ball. The noted damages are consistent with interaction with the lesion anatomy and/or other devices as no damage was reported during inspection prior to use. Analysis confirmed the reported difficulty as the guide wire was returned frozen in a non-abbott balloon catheter. There was 44.7 cm of the distal end of the guide wire extending out from the balloon catheter. An attempt was made to remove the guide wire from the balloon catheter; however, the guide wire could not be removed. After the guide wire and the balloon catheter were soaked in a water bath for two days, the guide wire still could not be removed from the balloon catheter. The outer diameter of the core proximal to the guide wire exit notch of the balloon catheter with a laser micrometer and this met manufacturing criteria. The tip and solder joint outer diameters were not measured due to the damage noted to the guide wire tip. Resistance between devices, such as the reported guide wire becoming stuck inside a non-abbott balloon catheter, can occur due to numerous factors including, but are not limited to: interaction with other devices, insertion/removal/preparation technique, lesion morphology, patient anatomy/disease state, the condition of the catheter being used, and/or condition of wire coating. Coagulation of blood or contrast in the lumen of the catheter or on the wire can be a factor in reducing clearance. An attempt to move the wire in this reduced clearance can cause the coils to bunch up or overlap which can increase the diameter of the guide wire and cause resistance between devices. If this resistance is not reduced and continued force is applied to a wire with overlapped coils, this can result in permanent deformation of the wire and possibly lead to the wire becoming locked or frozen in the catheter. Additionally, in certain circumstances, such as during high pressure balloon inflations, manipulation through tortuous and/or tight lesions, where heavy torquing and/or pushing/pulling is required, the clearance between devices can be reduced to an undesirable level and cause the coils to overlap. In this case, the lesion was described as heavily calcified which could have contributed to the difficulty as explained above. In order to ensure that this does not occur as a result of a product quality deficiency, manufacturing performs 100% visual inspection of the guide wire tips after it is loaded into the dispenser and performs 100% outer diameter inspection of all devices prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality. The lot history record was reviewed. There are no non-conforming material records associated with this lot. Additionally, a query of the complaint-handling database was performed and there were no other incidents reported for this lot. Overall, a conclusive cause could not be determined for the reported difficulty and there is no indication of a product quality deficiency.

Event description:
It was reported that the balance middleweight guide wire passed through the heavily calcified and moderately tortuous proximal circumflex artery. A non-abbott balloon catheter was successfully loaded onto the guide wire and was able to dilate the target lesion. However, during removal, the catheter experienced resistance with the guide wire and could not be drawn back requiring withdrawal of the whole system. No adverse patient effects were reported. No additional information was provided.